Manufacturer narrative:
The field service engineer (fse) found dirt in the sample/reagent wash station and a defective sipper syringe sensor. The fse replaced several parts, including the sipper syringe sensor, pcb assembly, tube joint, and the measuring cell. Subsequent system checks were successful, confirming proper function of the instrument. Following the fse intervention, no further issues were reported. The investigation determined that the service actions resolved the issue.

Manufacturer narrative:
The serial numbers of the analyzers are (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg+beta assay results for a patient sample tested on two cobas e 411 analyzers (disk system). On (B)(6) 2026, the initial result was 0.363 iu/l using cobas e 411 sn: (B)(6). The same sample was repeated, and the result was 0.100 iu/l, accompanied by a data flag. The test was repeated as the patient reported that she had already tested positive with a conventional urine test. On (B)(6) 2026, a new sample was obtained and tested on the second cobas e 411 sn: (B)(6) and the result was 1523 iu/l. The original sample from (B)(6) 2026 was repeated on the second cobas e 411 sn: (B)(6) and the result was 747.9 iu/l. Refer to the medwatch with a1 patient identifier (B)(6) for an additional sample involved in the event.